Event description:
A cam02 was reported to have a sensor board failure during a procedure. The distributor provided the following info; the device was not in contact with the patient however, the issue occurred prior to the commencement of the surgery. The patient was under the effects of anesthesia and there was no delay in the procedure. The distributor failed to answer any further questions and as a result it is unknown whether the patient incurred an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.